Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the insufflator exhibited a front panel light-emitting diode (led) lighting failure defect. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. However, a definitive root cause of the reported issue could not be determined. Based on the results of the investigation, it is likely that this lighting failure was caused by faulty front panel led (light-emitting diode). Olympus will continue to monitor the field performance of this device.